Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4 ii) and ft3 iii-free triiodothyronine (ft3 iii). The customer provided one patient samples for investigation. Of the data provided, erroneous ft4 ii and ft3 iii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. Erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 187432 with an expiration date of 07/2016. The serial number for the customer's e602 analyzer is not known.

Manufacturer narrative:
The customer sent a sample for analysis. It was determined that there was an interfering factor present in the patient's sample. This type of interference is covered in the product labeling.